Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a failed speaker. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, failed speaker was reproduced. Evaluation inspected the device and found that the pump had no audio. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.